Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the device; however, the type of material could not be specified. It is likely that physical stress such as bumping or dropping the distal end section of the endoscope or chemical stress by detergent in use caused glue around the light guide lens to peel off, resulting in water intrusion in to the lens and corrosion. The cause of the foreign material found at the bending section cover could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for gif-ez1500 chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions reprocessing manual for gif-ez1500 chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Instructions operation manual for gif-ez1500 chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to detect them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the bending section cover adhesive, on the light guide (lg) lens, and on the right/left knob. There were no reports of patient involvement.